Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal injection of fortum (1 gm, ongoing, frequency not reported) and injection of amikacin (100 mg, ongoing, route and frequency not reported). The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.